Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that during a mumford shoulder procedure a circular burn mark was discovered on the pt's shoulder near the front portal. The shaving unit rested on the pt's shoulder as the surgeon entered the front portal to resect bone. Further, the account reports that the burn site matches the size/shape of the high pressure shaving unit.